Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Following the reported information, the resident slipped out of the sling and sustained pain. No details are currently available.

Manufacturer narrative:
The customer contacted the arjo representative to make an appointment. The customer reported that the patient had slipped out of the sling some time ago. As a consequence the resident sustained considerable pain. The patient has a double amputation. The arjo representative contacted the customer to obtain additional information about the incident. The customer declined to provide additional information about the event. Based on the limited information provided regarding the circumstances of the event, such as: how the patient fell from the device, how the sling was applied, detailed information regarding the device's serial and model number, we are unable to determine the root cause of the reported problem. To sum up, the arjo sling was used during the patient transfer. The patient slip out of the device and in this regard, the lift and the sling which work as a system did not meet its performance specification. The complaint was decided to be reportable due to patient's slipping out of the sling.